Event description:
On (B)(6) 2013 covidien was provided with a copy of a lawsuit alleging an issue with a mahurkar hemodialysis catheter. The attorney alleges on (B)(6) 2009, a tunneled hemodialysis mahurkar catheter was placed in the patient's right internal jugular. The attorney further alleges that the sheath broke off inside the patient's body. The physician(s) failed to inspect the sheath upon removal to verify that the entire sheath was removed from the patient's body. The foreign body (sheath fragment) approximately 4.0 patient's body. This foreign body went undetected for months, despite repeated follow-up visits due to excessive and repeated follow-up visits due to excessive and repeated bleeding from the catheterization site. The undetected sheath fragment caused pain, fear and discomfort, due to its interface with the patient's heart function. The sheath fragment was fortuitously detected while the patient was undergoing imaging related to his heart function. Over the prior two months, the sheath fragment had traveled from the patient's interior jugular vein through his heart and ultimately logged in his right pulmonary artery.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is current underway. Upon completion, the results will be forwarded.